Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the measured battery data was 2.66 v, 10 ua, <1 kohms. Dashes were noted for sensor parameters. Pro- gramming changes could not be made to the base rate. After a capture test, the device output increased to 4.5 v when it had been permanently programmed to 2.0 v. Attempts to perform a microprocessor reset were unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - microprocessor reset